Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported they have a bladder infection and are on antibiotics. No further complications reported/anticipated.